Event description:
It was reported that during routine inspection, it was observed that the motor device was leaking oil. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose by the muffler. Therefore, the reported condition was confirmed. It was determined that this was indicative of pulling on the hose instead of the muffler to unplug it from the foot control device or by pulling the foot control device around by the hose causing the hose to leak oil. The assignable root cause was determined to be misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.